Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076 lead, implanted (B)(6) 2009. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic), and the right ventricular lead integrity alert. Analyst commented, beginning (B)(6) 2015, 795 ventricular sic; ventricular tachycardia (vt) non sustained and high rate- non sustained detected episodes with lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate- non sustained episodes and sic greater than 30 in 3 days. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was replaced, inactivated and remains in the patient due to number of short interval counts (sic), fast non sustained ventricular tachycardia (vt) episodes. In addition, the electrogram evaluation indicated suspected lead fracture. No patient complications have been reported as a result of this event.